Manufacturer narrative:
Batch review performed on 30 april 2019: lot 131858: (B)(4) items manufactured and released on 04-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, more than five years after primary surgery, complaining of instability which was caused by laxity. The surgeon revised the 12mm poly with a 17mm poly and the surgery was completed successfully.